Event description:
It was reported that the patient experienced a loss of therapeutic effect that began three days ago when she left for vacation. The patient had difficulty voiding and would have the urge to urinate but either couldn't go or could only go a little bit. The patient did not make any changes to the implantable neurostimulator (ins), change meds, or have any medical procedures. The patient did note she had been under a lot of stress recently. The patient also reported that she had contacted her physician who though the patient may have a urinary tract infection, but it was not confirmed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).